Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, high cholesterol, pap smear abnormal, sexually transmitted disease, glucose increased, bleeding intermenstrual, uterine bleeding and paratubal cyst. Previously administered products included for gestational diabetes: metformin hcl 500. Concurrent conditions included obesity, herpes simplex type I, allergic rhinitis, cervicitis trichomonal, uterine leiomyoma, dysuria, urinary frequency, burning micturition, mood swings, gallstones, kidney stones, sinus infection, yeast infection and ovarian cyst. Concomitant products included fluconazole, loratadine (alavert), loratadine (claritine) since (B)(6) 2018, nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015, phenaglycodol (ultran) from (B)(6) 2015, sulfamethoxazole;trimethoprim (sulfamethoxazole and trimethoprim) and vitamins nos (multivitamins). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced complication associated with device ("patient expericed complication"). The patient was treated with surgery (hysterectomy (full),bilateral salpingectomy,ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, vulvovaginal mycotic infection, bladder disorder and urinary tract disorder had resolved, the mood swings, dysmenorrhoea, dyspareunia, fatigue, weight increased and complication associated with device outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, bladder disorder, complication associated with device, depression, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 235 lbs. At the end of the procedure, the right cornua had 2 visible coils and the left had 3 visible coils. She received treatment for pain, abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occlude. Pathology test - on (B)(6) 2019: final diagnosis. A/b. Right and left fallopian tubes, salpingectomy: no histologic abnormality; complete luminal cross sections demonstrated; bilateral paratubal cysts; bilateral essure coils. Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2016: administered a transvaginal ultrasound was performed. Uterus = 9.51 x 5.57 x 5.24 em. Endo;;; 6.9 mm. Rt ov = 3.07 x 1.49 x 2.81 cm. It ov "" 4.15 x 1.61 x 2.31 cm. Subserosal fibroid seen in left posterior mid uterus measuring 1.46 x 1.07 x 1.46cm. Subserosal fibroid seen in right posterior mid uterus measuring 1.32 x 1.03 x 1.55 cm. Ovaries appear normal. Both essure coils seen and appear to be in optimal position.; on (B)(6) 2016: total bilateral occlusion; on (B)(6) 2018: impression: by endovaginal examination, the endometrial stripe measures 9 mm. Curvilinear echogenic artifact projects along the uterine cornua compatible with history of previous essure device placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received-new reporter, lab data, medical history, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, high cholesterol, pap smear abnormal, sexually transmitted disease, glucose increased, bleeding intermenstrual, uterine bleeding and paratubal cyst. Previously administered products included for gestational diabetes: metformin hcl 500. Concurrent conditions included obesity, herpes simplex type I, allergic rhinitis, cervicitis trichomonal, uterine leiomyoma, dysuria, urinary frequency, burning micturition, mood swings, gallstones, kidney stones, sinus infection, yeast infection and ovarian cyst. Concomitant products included fluconazole, loratadine (alavert), loratadine (claritine) since (B)(6) 2018, nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015, phenaglycodol (ultran) from (B)(6) 2015 to (B)(6) 2015, sulfamethoxazole;trimethoprim (sulfamethoxazole and trimethoprim) and vitamins nos (multivitamins). On (B)(6) 2015, the patient had essure inserted. In december 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced complication associated with device ("patient expericed complication"). The patient was treated with surgery (hysterectomy (full),bilateral salpingectomy,ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, vulvovaginal mycotic infection, bladder disorder and urinary tract disorder had resolved, the mood swings, dysmenorrhoea, dyspareunia, fatigue, weight increased and complication associated with device outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, bladder disorder, complication associated with device, depression, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 235 lbs. At the end of the procedure, the right cornua had 2 visible coils and the left had 3 visible coils. She received treatment for pain, abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occlude. Pathology test - on (B)(6) 2019: final diagnosis. A/b. Right and left fallopian tubes, salpingectomy: no histologic abnormality; complete luminal cross sections demonstrated; bilateral paratubal cysts; bilateral essure coils. Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2016: administered a transvaginal ultrasound was performed. Uterus = 9.51 x 5.57 x 5.24 em endo;;; 6.9 mm rt ov = 3.07 x 1.49 x 2.81 cm it ov "" 4.15 x 1.61 x 2.31 cm subserosal fibroid seen in left posterior mid uterus measuring 1.46 x 1.07 x 1.46cm. Subserosal fibroid seen in right posterior mid uterus measuring 1.32 x 1.03 x 1.55 cm. Ovaries appear normal. Both essure coils seen and appear to be in optimal position.; on 19-sep-2016: total bilateral occlusion; on (B)(6) 2018: impression: by endovaginal examination, the endometrial stripe measures 9 mm. Curvilinear echogenic artifact projects along the uterine cornua compatible with history of previous essure device placement. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, high cholesterol, pap smear abnormal, sexually transmitted disease, glucose increased, bleeding intermenstrual and uterine bleeding. Previously administered products included for gestational diabetes: metformin hcl 500. Concurrent conditions included obesity, herpes simplex type I, allergic rhinitis, cervicitis trichomonal, uterine leiomyoma, dysuria, urinary frequency, burning micturition, mood swings, gallstones, kidney stones, sinus infection, yeast infection and ovarian cyst. Concomitant products included fluconazole, loratadine (alavert), loratadine (claritine) since (B)(6) 2018, nsaids since (B)(6) 2015, paracetamol (acetaminophen) since(B)(6) 2015, phenaglycodol (ultran) from (B)(6) 2015 to (B)(6) 2015, sulfamethoxazole;trimethoprim (sulfamethoxazole and trimethoprim) and vitamins nos (multivitamins). On (B)(6) 2015, the patient had essure inserted. In december 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced complication associated with device ("patient expericed complication"). The patient was treated with surgery (hysterectomy (full)(B)(6) 2019, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, bladder disorder and urinary tract disorder had resolved, the mood swings, dysmenorrhoea, dyspareunia, fatigue, weight increased and complication associated with device outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, bladder disorder, complication associated with device, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 235 lbs. At the end of the procedure, the right cornua had 2 visible coils and the left had 3 visible coils. She received treatment for pain, abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occlude. Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2016: administered a transvaginal ultrasound was performed uterus = 9.51 x 5.57 x 5.24 em endo;;; 6.9 mm rt ov = 3.07 x 1.49 x 2.81 cm it ov "" 4.15 x 1.61 x 2.31 cm subserosal fibroid seen in left posterior mid uterus measuring 1.46 x 1.07 x 1.46cm. Subserosal fibroid seen in right posterior mid uterus measuring 1.32 x 1.03 x 1.55 cm. Ovaries appear normal. Both essure coils seen and appear to be in optimal position.; on (B)(6) 2016: total bilateral occlusion; on (B)(6) 2018: impression: by endovaginal examination, the endometrial stripe measures 9 mm. Curvilinear echogenic artifact projects along the uterine cornua compatible with history of previous essure device placement.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received outcome of event "pain, bleeding and bladder/ urinary problems " were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, high cholesterol, pap smear abnormal, sexually transmitted disease, glucose increased, bleeding intermenstrual and uterine bleeding. Previously administered products included for gestational diabetes: metformin hcl 500. Concurrent conditions included obesity, herpes simplex type I, allergic rhinitis, cervicitis trichomonal, uterine leiomyoma, dysuria, urinary frequency, burning micturition, mood swings, gallstones, kidney stones, sinus infection, yeast infection and ovarian cyst. Concomitant products included fluconazole, loratadine (alavert), loratadine (claritine) since (B)(6) 2018, nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015, phenaglycodol (ultran) from (B)(6) 2015 to (B)(6) 2015, sulfamethoxazole;trimethoprim (sulfamethoxazole and trimethoprim) and vitamins nos (multivitamins). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced complication associated with device ("patient experienced complication"). The patient was treated with surgery (hysterectomy (full) (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased and complication associated with device outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, bladder disorder, complication associated with device, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. At the end of the procedure, the right cornua had 2 visible coils and the left had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occlude. Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2016: administered a transvaginal ultrasound was performed uterus = 9.51 x 5.57 x 5.24 em, endo 6.9 mm, rt ov = 3.07 x 1.49 x 2.81 cm, it ov "" 4.15 x 1.61 x 2.31 cm, subserosal fibroid seen in left posterior mid uterus measuring 1.46 x 1.07 x 1.46cm. Subserosal fibroid seen in right posterior mid uterus measuring 1.32 x 1.03 x 1.55 cm. Ovaries appear normal. Both essure coils seen and appear to be in optimal position.; on (B)(6) 2016: total bilateral occlusion; on (B)(6) 2018: impression: by endovaginal examination, the endometrial stripe measures 9 mm. Curvilinear echogenic artifact projects along the uterine cornua compatible with history of previous essure device placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: case become incident, essure removal date and surgery was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.